Manufacturer narrative:
(B)(4). Patient weight not provided.

Event description:
It was reported that the implant would not seat due to buccal bone loss at the site. The procedure was not completed using another device.

Event description:
Upon follow up with doctor it was indicated that the implant lack of primary stability and therefore was unable to complete the procedure due to poor bone quality.

Manufacturer narrative:
Zimvie complaint number (B)(4). Due to the update on complaint description this event would no longer be considered reportable and therefore no additional reports would be submitted under MFR-0001038806-2022-01459.